Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had reverted to the setup mode. The patient tests her blood glucose 3 times a day. She tests in the morning, afternoon, and evening. The patient takes 35 units of lantus every morning regardless of her meter readings. She also takes 12 units of humalog insulin 3 times a day. The patient explained that she skips a dosage of humalog insulin if her meter reading is low. The patient indicated that the alleged meter issue started on two days earlier, during the night. The patient mentioned that the issue occurred after she had replaced the meter's battery. According to the owner's manual, the meter's date/time might need to be updated if the device's battery is replaced/reseated. The patient stated that she was unable to test her blood glucose for about a day or two because of the meter issue. During that time, the patient continued to take her regular doses of insulin but was eating less since she was not sure what her blood glucose levels were. On the same day lfs was contacted, the patient woke up feeling shaky and lethargic. She also claimed she had blurred vision which she associates with both high and low blood glucose. The patient administered self-care by eating food to help relieve the symptoms. The one touch customer advocate (otca) walked the patient through setting up the meter's settings. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The patient also alleged that she treated herself with food to help relieve the symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.